Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: (B)(4).

Event description:
It was reported ¿the avelle pump didn¿t come with any alarm when the dressing became over-saturated and exudate moved up in the tubing, stopped by the inline filter. The green light flashed as if the pump was working perfectly well, even though there were no negative pressure in the dressing. The over-saturated dressing was left on the patient for an unknown period, possibly at least forty-eight (48) hours before change of dressing. Consequently, the patient did not receive negative pressure wound therapy (npwt) treatment as required by physician. Immediately following this incident, the patient had to undergo further surgery, and due to infection and tissue necrosis the patient had to have his leg amputated higher (above the knee) than was originally necessary in primary surgery. The primary surgery was crus amputation below the knee due to gangrene infection. The role of the absent npwt treatment and the delay in discovery of his worsening condition is unclear." The patient was treated with npwt for four (4) days, beginning february 10th and ending february 14th.

Manufacturer narrative:
The dressing has become saturated and exudate has blocked the soft port and tube. The pump isn¿t alarming as it is now establishing negative pressure between the pump and the blockage. Information for use (IFU) for dressing clearly shows that the dressing must be replaced if the exudate gets near the soft port. A batch record review was not performed as the supplier indicated that the product was used off label per the IFU. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. This issue will be monitored through the post market product monitoring review process. FDA registration number: reporting site: 1049092. Third party manufacturing site: 3007648359.

Event description:
To date no additional patient or event details have been received.